Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer reservoir had lots of air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer stated noticed air bubbles in the reservoir insulin is always adjusted to room temperature prior to filling the vile reservoir is never in the pump when rewinding mum noticed the air bubbles as a result of the patient experiencing high blood glucose. The reservoir will not be returned for analysis.